Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while performing a hysteroscopic separation and adhesion procedure, his olympus hf resection electrode¿s device alarm began to sound. According to the initial reporter, the procedure was completed with a similar device. There were no reports of patient harm as a result of this event. During the device¿s reprocessing, it was discovered that the loop wire fell off and could not be found. The customer confirmed that the fragment was not in the previous patient, and that the subject device was discarded. This report is 2 of 2, being submitted to capture the reprocessing event. For details related to the device alarm sounding, please see report 1 of 2 under patient identifier (B)(4).